Event description:
It was reported that the user could not swipe to unlock the ilet to announce a meal, and a restart did not resolve the issue; upon inspection, a crack was identified on the bottom left of the touchscreen, consistent with screen damage affecting touch response and device usability. Symptoms included inability to operate the device. Outcomes included interruption of normal device use without injury or medical treatment. Investigation included remote troubleshooting, operational checks, and user inspection of the device exterior. Investigation of this case revealed a cracked display/touchscreen component causing nonresponsive touch input and preventing unlock and normal function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the touchscreen/display assembly.

Manufacturer narrative:
Investigation description: display damage due to impact.